Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye in a secondary procedure due to incorrect diopter power selected for the patient. The iol was replaced with a new lens. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification, which is our normal inspection magnification. Visual inspection revealed surface residual (fibers/particles) adhered to optic body compatible with handling the lens during the explant process. No other cosmetic defect was observed for the sample returned. Optical inspection results showed that the lens diopter corresponded to a 21.0 diopter. The diopter measurement for the sample returned was found to be within specification. The lens diopter results obtained from the stored electronic data in miq (measuring iol quality) system performed showed that the lens met optical property inspections. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.